Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This medwatch report is in response to receipt of a voluntary medwatch report #: (B)(4). Analysis: it was received for analysis an empty opened foil and a needle-suture of product code z371, lot pcm971. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, the tip was observed broken. In addition, marks on the body needle were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause is breakage needle and the reported complaint was confirmed. The assignable cause of the needle breakage cannot be concluded, and an additional evaluation is necessary. The sample will be forwarded for further evaluation. [(B)(4)].

Event description:
It was reported via a user facility medwatch form that a patient underwent an abdominal perineal resection/bilateral oophorectomy procedure on (B)(6) 2019 and suture was used. While suturing the tip of the needle broke off. Exhaustive search was made for the piece of needle in the open abdominal wound, but could not be located. Suture needle removed from field. X-rays were negative for needle. No injury to patient known at this time.

Manufacturer narrative:
(B)(4). The actual needle with broken tip was evaluated. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.